Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. (B)(4) address used. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported with the use of the relion® insulin syringe there was an issue with a broken needle. It was stated ¿the syringe needle broke in the vial while she (user) was drawing the insulin. Packaging and samples were discarded.¿ there was no report of injury or further medical intervention.